Event description:
The customer contacted philips healthcare to report that the device had an error 16:7 in autotest (intermittently). There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the device chirped and showed red x. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290 there was no reported patient involvement.